Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was high impedance on the ventricular lead of greater than 2,000 ohms. Xray showed the connector pin was not secured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. The connector pin is not loose and the pin cap is not loose. There are 4 good deep set screw marks on the connector pin. Outer insulation breached cut. Blood/body fluid in/on helix/lobe mechanism (sleeve head) and on outer tubing overlay.

Event description:
It was reported that there was high impedance on the ventricular lead of greater than 2,000 ohms. Xray showed the connector pin was not secured. Additionally, the physician confirmed loose pin and reconnected it. No patient complications have been reported as a result of this event.